Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported the neurostimulator takes care of the pain in their legs, but not in their back and this has been since the time of implant. Patient reported they had a another manufacturer's trial and this took away all of their pain and they did not feel any pulsating or vibrating. Patient reported they are scheduled for removal of their mdt neurostimulator on (B)(6) 2024.